Event description:
It was reported that, during thr, the femur fractured when implanting polarstem stem. This was event was treated by cable to fasten fractured femur. Patient has recovered.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Corrected data.

Event description:
It was reported that, during thr, the femur fractured when implanting polarstem stem. This was event was treated by cable to fasten fractured femur. A delay of less than 30 min was reported to occur as a consequence of this incident. Patient has recovered.

Manufacturer narrative:
H3, h6: it was reported that, during thr, the femur fractured when implanting polarstem stem. This was event was treated by cable to fasten fractured femur. Patient has recovered. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 03/21) lists fracture as a known possible adverse effect resulting from a hip arthroplasty. A medical investigation was conducted. The finite data provided may support the reported issue. However, the limited information was insufficient for a thorough investigation and patient impact beyond the reported events. Based on the performed investigation, the reported failure mode can be confirmed. A relationship between the reported event and the device cannot be confirmed. The complaint description does not indicate a problem with the polarstem in scope. Furthermore, there is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference: (B)(4).